Event description:
It was reported the customer had a low blood glucose event where the paramedics were called. The customer stated they were experiencing a low blood glucose of 25 mg/dl. Customer also stated they were treated by the paramedics with a glucose IV. The customer also reported they would experience low blood glucose over night. It was also reported the customer's sensor had inaccurate readings. Customer stated their sensor would alert them of highs and lows, but their blood glucose would be around 140 mg/dl. Customer was advised their readings will rarely match. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.